Event description:
Consumer called stating that the arms on the (B)(4) toilet safety frame are allegedly very unsteady. The piece that attached to the bowl is steady but the piece that the arms connect to are not. No injury alleged. Malfunction has not been confirmed.